Event description:
Event description cpi received information that these two myocardial unipolar leads (4312) were removed from service because of poor r-waves sensing. The leads were capped, and a new cpi lead (0012) was implanted.